Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that six months post implant the patient presented with intermittent pericardial pain. Ultrasound indicated there was a perforation of the right ventricular apex when the right ventricular lead dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage.